Event description:
It was reported that the insulin pump alarmed no delivery and customer had high blood glucose. Customer stated she changed everything but still having issues. Customer stated that when she do rewind it takes a long time to rewind and when you run units only little will come out. Customer's blood glucose was 400-500 mg/dl and only manual shot can bring the blood glucose down. Customer declined to do troubleshooting and requested insulin pump replacement. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.